Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 551 mg/dl. Customer reported that the insulin pump had no delivery alarm troubleshooting steps were provided for the no delivery alarm. Customer reported that the insulin pump alarmed with no delivery alarm after they ran manual prime process on insulin pump. Customer declined to troubleshooting for the hyperglycemia. No further details provided. Insulin pump will not be returned for analysis.